Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 814:04 occurred. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 814:04 was not confirmed or reproduced because the pump was not sent in for evaluation. No assignable cause was given and no repairs were made. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.